Manufacturer narrative:
The device was received for evaluation along with a blue bd thread lock and an unknown syringe. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing was performed, and the device was found to operate per specification without any blockage noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink i.v. Catheter extension set did not flow during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.